Manufacturer narrative:
In light of the notification, a thorough evaluation on the equipment was conducted. The findings were as follows: apc the unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. The coagulator was/is within specifications and all features were/are functioning properly. Esu, model vio 3: the unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Esu, model vio 300 d: the unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. No anomalies were found in the device history records (dhrs) for the apc or both esus. In conclusion, no equipment problem was found that would have caused or contributed to the event. Low-frequency and high­ frequency currents generated during hf-application can influence a pacemaker. This is a rare but well known complication indicated in the user manuals of the units. In order to avoid this complication, bipolar work should be considered or a cardiologist consulted before any monopolar application. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe unit or system was involved in a patient incident during the removal of cancer in both breast. The facility didn't know what exact equipment was used during the procedure. Therefore, the argon plasma coagulator (apc) with an electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (B)(4)] and esu model vio 300 d, p/n 10140-000, s/n (B)(4) may have been involved. Nevertheless, we were informed that the patient had a pacemaker and preoperatively the device showed no abnormality. After the surgery the patient complained of dizziness and discomfort. At three (3) months, the pacemaker was found not to be working properly and had to be replaced.